Event description:
The consumer called into customer to report, "... He is still getting 'hi' readings using his nova max plus meter". The consumer reported to nova biomedical that he has been getting 'hi' results however, "...he cannot locate the reported test strip vial..." That he was using when getting his 'hi' results. During the first call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Control solution was shipped to the consumer to perform a control solution test in a f/u call. A control solution test was performed while troubleshooting in the f/u call with customer support showing the test strips to fall in range. The difference in the consumer's reading was determined to be clinically significant.

Manufacturer narrative:
The meter and test strips will be returned for evaluation. Test strip lot#: 1020415009 expiration date: 01/01/2017. Control solution lot#: 1030514339. Range: 82-127mg/dl.